Event description:
Concomitant devices: matrixneuro screw (part: unknown, lot: unknown, quantity: 12).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of implantation is an unknown date in (B)(6) 2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection, the reported unknown matrixneuro screw was received along with 12 more concomitant screws(unknown matrixneuro) at cq. Visual examination under 5x magnification confirmed that no damage/ breakage has occurred. Functional test: it was not performed as no breakage/damage found to the returned devices as observed during the visual inspection. There is no breakage/damage found to the returned devices and since no x-rays/CT scans were provided, so we cannot confirm the reported condition of screws migration. Investigation conclusion: the complaint cannot be confirmed for the reported condition of screws migration, since no x-rays/CT scans were provided. However, it is possible that the breakages of matrixneuro plates and patient specific implant (psi) would contribute to the reported condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Awareness date reported on follow up 1 report as august 22, 2019 but should have been september 23, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of event is an unknown date in 2019. Date of implantation is an unknown date in 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is for an unk - screws: matrixneuro / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent revision surgery due to failure of the four (4) matrixneuro plates wherein there was a multiple breakage of the plates and migration of the matrixneuro screws and patient specific implant (psi) resulting to swelling in the head. Moreover, a CT scan on unknown date was taken which showed that the custom implant was completely dislodged from the skull and had an increased volume of the soft tissue and surrounding fluids. Consequently, the patient had a delayed healing and a less than a desirable treatment outcome. Initially, the patient had been implanted with a custom patient specific implant in (B)(6) 2019. Thus, a revision was done, and a new plate and screws were replaced. The procedure was successfully completed. All broken fragments were removed easily. Patient outcome was unknown. This is report 1 for 6 (B)(4).